Manufacturer narrative:
Section b5 and d6: additional information. Section d4; h4: the site was unable to provide the serial number of the pump. Manufacturer's investigation conclusion: the direct correlation between the device and the reported gi bleeding could not conclusively be determined through this evaluation. Additionally, the report of power and flow fluctuations was confirmed through the analysis of the submitted log file, however, a specific cause for the events could not conclusively be determined. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file captured a transient elevation in power of 9.1 watts on (B)(6) 2019, with a corresponding elevation in calculated flow of 10.0 lpm. Additionally, the log file captured sustained periods of elevated power between (B)(6) 2019 - (B)(6) 2019, up to 9.6 watts, and on (B)(6) 2019, up to 9.0 watts. Corresponding elevations in calculated flow were recorded during these elevation events up to 12.0 lpm. The majority of the power/flow elevations occurred during pi events. A clear trend in power and/or calculated flow was not observed. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The device was not available for investigation. The patient remains ongoing vad support. The serial number of the heartmate ii lvas was not provided by the account. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information on anticoagulation, including recommended inr values. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6) 2019: it was reported that the underwent an esophagogastroduodenoscopy (egd) on (B)(6) 2019 and had four areas that were clipped. Also, the patient's hemoglobin drifted down. The patient received seven units of blood total. The patient currently had no bleeding issues and was being followed. No further information was provided.

Manufacturer narrative:
Approximate age of device: 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had power and flow fluctuations the past two days on (B)(6) 2019. It was later reported that the fluctuations were initially thought to be due to dehydration but now gastrointestinal bleeding. No further information was provided.